Manufacturer narrative:
If any additional information becomes available regarding this event, a supplemental report will be filed. A method code was added. (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient arrived at the emergency room with symptoms that may be related to overdose. The pump was set to a 0.0 flow rate until the patient met with their pain management physician. On (B)(6) 2016, it was determined that the pump should be explanted but the patient refused to consent to the explant. The pump was left at a 0.0 flow rate. It should be noted that opened and used transdermal fentanyl patches, fentanyl spray, and hypodermic needles were found in the patient's hotel room. The patient also had a history of medication abuse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was sent to rehab and the pump remains implanted at a 0.0 flow rate.